Event description:
The patient reported that 2 days ago, while she was changing the insulin cartridge, she noticed the piston rod of her insulin infusion device made a grinding noise. She stated she received an e6 (mechanical error) message today. She said she followed the directions in the manual and removed the battery and inserted a new one. She said she then tried to change the cartridge, and while the piston rod was returning, the grinding sound was even louder. The pt stated she will switch to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.